Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had atrial tachy response (atr) episodes due to oversensing minute ventilation (mv) noise on the atrial channel. It was noted that there were no spikes or changes in impedance values. The mv sensor was turned off, and the plan was to continue to monitor. The patient was not pacer dependent. Device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.